Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the screen coating was peeling, the screen was scratched, and the rear panel was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on dec 9, 2022, during a pre-use inspection. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results obtained in the investigation, it was likely that the cause of the phenomenon was a failure of quantum board (qb), which prevented the picture from being produced. In addition, the reason for the failure of qb was not specified because no further data were available. The root cause could not be established. Olympus will continue to monitor the field performance of this device.